Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The cause of the issue was found to be a defective interconnect printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.

Event description:
It was reported that the pump had frequent primary audible alarms. The event occurred during infusion. There was no patient harm/adverse event reported.